Manufacturer narrative:
The customer recharged the battery. The ventilator passed the battery load test after charging. The device is continuously being used. No patient harm was reported. There was no parts replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on patient the 700 series ventilator sudden shutdown. Manual ventilation was performed. There was only one device the customer could use so the technician recharged the battery. The ventilator passed the battery load test after charging. The device is continuously being used. No patient harm was reported.